Manufacturer narrative:
The associated complaint device was returned and evaluated. A visual inspection confirmed the plastic sleeve on the cam bumper is broken off. The device was manufactured in 2014 & 2015. We recommend that all re-usable instruments be routinely inspected for wear/damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened.

Event description:
It was reported the bumper broke during surgery. All parts were recovered. No delay and no impact on the patient.